Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
N impella cp device was inserted via the right femoral artery in an 80-year-old male patient with a past medical history of coronary artery disease (cad), peripheral artery disease (pad), and diabetes. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci) of the left main (lm) artery, the diagonal arteries (1,2,3), and the left circumflex artery (lcx). After the impella cp was removed, the iliac artery required stenting due to narrowing of the iliac artery. The physician was aware of the patient's severe pad and calcified iliac arteries but decided that the benefit outweighed the risk during the pci. The post-procedure outcome was survived at explant. Vascular injury is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The cause of the vascular dissection was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.